Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026 due to unknown reasons. The patient condition was unknown.